Event description:
Reporter alleged blood glucose measured 186, 212, and 294 mg/dl so customer adjusted normal medication and increased the dosage as a result. It was stated customer was found on the floor, however, was still conscious so paramedics were called where they measured 30 mg/dl compared to the customer's meter result of 186 mg/dl when performed within 5-10 minutes apart. Reporter stated customer was taken to the hospital at around 10:30 pm where she was treated with glucose and still remains in the hospital when the alleged incident was reported to the manufacturer. Reporter indicated the test strips and controls used during the alleged incident were expired. A request was made for the return of the suspect device and replacement product was sent.